Event description:
Attempted to place a PICC. The vein was accessed easily and the guidewire advanced easily through the microintroducer. The microintroducer was removed easily. The sheath/dilator advanced easily with blood return noted. When IV nurse attempted to remove the guidewire resistance met immediately. Repositioning attempted but to no avail. The IV nurse pul,led the inner cannula out with some resistance and immediately noticed that the wire was frayed. Immediately the sheath and guidewire had to be removed together. The wire is very frayed and the tip was broken off. It is fortunate that it came out with the sheath.

Manufacturer narrative:
The reported complaint was confirmed, but the cause is unk. The coiled end of the guidewire was unraveled and was stuck inside the vessel dilator. It appears that the guidewire was retracted through the vessel dilator. The wire apparently cut into the distal tip of the dilator as it was retracted. It appears that the guidewire also wore against the distal end of the sheath. Impressions from the guidewire were visible on the external surface of the sheath. It appears that the guidewire was subject to excessive tensile stress as it was retracted through the sheath and dilator, which most likely caused the coil wire to unravel on the guidewire. Multiple kinks were visible in the sheath. The damage appears to be use related; however, the exact mechanism of damage is unk. No defects related to the manufacturing process were noted on the complaint samples. A chr of lot# resi0387 showed no other similar product complaint(s) from this lot.